Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-03482. It was reported that both leads migrated and fractured. As a result, the system was explanted and replaced on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Exact date of event is unknown.